Event description:
It was reported that the device reached elective replacement indicator (eri) due to a rise in impedance. It was also reported that an infection occurred. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 5554, implanted: (B)(6) 1999. Product ID: 5054, implanted: (B)(6) 1999. (B)(4).